Manufacturer narrative:
Patient''s date of birth unk. Patient''s weight unk. Relevant tests/laboratory data unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A spectranetics lead locking devices (llds) were inserted into both the ra and rv leads to provide traction to aid in the extractions. Using a spectranetics tightrail rotating dilator sheath, the physician first removed the ra lead. However, a large amount of tissue was observed on the tip of the ra when removed. A pericardial effusion was detected and rescue efforts began immediately, including rescue balloon, administration of blood products, CPR, bypass and sternotomy. A right atrial perforation was discovered and the area was successfully repaired. The physician chose not to remove the rv lead and attempted to unlock the lld from the rv lead in order to remove it, but was unsuccessful. The lld, along with the rv lead, was cut and capped and remained in the patient (reference MDR #1721279-2021-00166). The patient survived the procedure.this report captures the lld applying traction to the ra lead when the ra perforation occurred, requiring intervention. There was no alleged malfunction of this lld during the procedure.